Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call of receiving a motor error alarm and an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was 200 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed no more than one motor error alarm within the last thirty days and no motor position encoder error alarm. Insulin pump passed displacement test. Customer was advised that insulin pump would need to be replaced. Customer was advised to replace battery and to monitor insulin pump.